Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl. Insulin injections were used in an attempt to lower the bg level. The customer was hospitalized for the high bg and diabetic ketoacidosis (dka). The customer was treated with an insulin drip. The customer was discharged approximately 3-4 days later. The high bg and dka were resolved. The cause of the high bg was not known by the customer. As the event had occurred in the past, tandem technical support was unable to troubleshoot to help determine a possible cause.